Manufacturer narrative:
(B)(4). Physio-control has provided the customer with the part number to replace the therapy connector assembly. Multiple attempts to contact the customer regarding the status of the device have been unsuccessful and no response appears to be forthcoming.  The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was intermittently able to detect a connection of the therapy cable assembly. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
The customer contacted physio-control and reported that after replacing the therapy connector assembly, the proper device operation was observed through functional and performance testing.  The device has since been returned to the end user for use.  The device was not returned to physio-control for evaluation.